Event description:
A patient (pt) contacted our (B)(4) affiliate on (B)(6) 2013 to report an ocular event os while wearing acuvue oasys contact lenses (cl). The pt was on a daily wear schedule and using opti-free multi-purpose solution to clean/disinfect cl; the replacement schedule was not provided. Our (B)(4) affiliate reported the following: after twenty days of use with the second pair of contact lenses (cl) the patient felt discomfort in both eyes. The od was find once the lens was removed. On (B)(6) 2012 the patient consulted an eye care professional (ecp) and was diagnosed with a corneal ulcer os. The size and location of the ulcer are not known. The patient was prescribed "one eye drops and pomade"; the names of medications are unknown. The patient consulted the treating ecp again on (B)(6) 2012 and (B)(6) 2013. The patient remained in treatment during that the time the ocular event was reported to our firm. Multiple attempts to contact the patient have been unsuccessful. The precise nature of the reported injury is unknown; this is being reported as worst case. If additional medical or product information is received, we will report it within 30 days of receipt. MDR reportable events and trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Method: device not returned. No evaluation will be performed. Conclusion: no conclusions can be drawn.